Event description:
On wednesday, 3/11/92, the pm charge nurse was making her rounds and found the kangeroo pump infusing the patient's feeding at 200cc verus the ordered 60cc per hour. The setting was corrected, and then later shut off when the patient required immediated suctioning and repositioning with a stat follow-up x-ray and arterial blood gases drawndevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-may-91. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.